Event description:
A pt was undergoing a procedure to a heavily calcified vessel. The pt had been turned down for surgery. During the procedure, an adventitial perforation occurred due to the heavy calcification, and was followed by treatment with a perfusion balloon during which a dissection occurred. The dissection propagated from the left main and led to an aortic dissection, ultimately resulting in the pt's death. Per reporter, it was the physician's opinion that the event was not device related: the pt was an extremely sick man with a calcified, diffusely diseased vessel.